Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is off, they have teeth that come in contact when they close their mouth. Patient provided bite video that shows end to end bite. Patient's bite was not articulated correctly. There is also a slight left and right posterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.